Manufacturer narrative:
A philips fse (field service engineer) visited onsite and confirmed the reported problem of a "speaker malfunction". The speaker was completely out of sound and there was a speaker malfunction inop displayed. The fse found out that speaker was defective and replaced the {453564776971 loudspeaker assembly} to resolve the issue. The cause of the reported problem was faulty speaker. The reported problem was confirmed. The device was operational after repairs were completed. (B)(6).

Event description:
The customer reported a speaker malfunction. The speaker was completely out of sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.